Event description:
Physician reports rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ red and yellow particles on the surface of the shell. ¿ opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Physician reports rupture. The device has been explanted. This record relates to the right side.

Event description:
Physician reports rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, wear abrasion, red and yellow particles on the surface of the shell. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.